Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. A simulated treatment was completed without failures or problems occurring. The cycler weighed fill volume values were within tolerance. The cycler passed mechanical testing. The internal, visual inspection of the received cycler unit encountered no discrepancies. The issue could not be replicated. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the patient may have been overfilled. The patient was in fill 2 and was directed to discontinue treatment. The treatment data was reviewed and showed the patient's first fill was 2,511 ml and had a first drain of 6,212 ml. The large drain of 6,212 was 247% of the fill volume resulting in a reportable malfunction. The cycler was replaced. During follow up the patient reported he had not had any discomfort prior to the large drain and has not needed any medical intervention or had any adverse events.